Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of units needed for a bolus for a meal consumed. Reportedly, the customer delivered too much insulin and experienced a low blood glucose (bg) level of 64 mg/dl. The customer consumed glucose tablets and drank ginger ale to address the low bg level. Recommendation was made to discuss diabetes management with health care provider.